Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Was the knife return switch attempted before using the manual override to open the device? Did the jaws eventually open?

Event description:
It was reported that after firing this (B)(4) can¿t open the jaw. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r5770d. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Partially fire, can¿t complete all cutting process. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? The doctor used monopolar to cut the remain tissue and sutured the cutting line. Luckily there was just a little remain tissue in the jaw. What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The doctor did all trouble shooting steps.(he is familiar with our stapler product). Was the knife return switch attempted before using the manual override to open the device? No. Did the jaws eventually open? No.